Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they got pump screen was missing. The customer¿s blood glucose level was 14.8mmol/l. Troubleshooting was not performed for damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Device received with corroded motor home switch. Device received with minor scratches on lcd window, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.